Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that following an electrocardiogram (ECG), no pacing was noted on the electrograms (egm). The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.